Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine the conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 99% stenosed, eccentric, moderately calcified lesion in the heavily tortuous distal right coronary artery. The 2.50x15 mm tenku rx balloon dilatation catheter (bdc) was advanced without resistance and ruptured during the third inflation at 10 atmospheres. The procedure was completed after the bdc ruptured as intravascular ultrasound (ivus) showed nothing requiring further intervention. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.